Event description:
A malfunction alarm labeled as malf 9 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump; however, the customer was unable to attempt the reset immediately because they were driving and away from supplies. Technical support agreed to assist with the reset when the customer was ready, ensuring insulin delivery and cgm operation resumed if the malfunction did not recur. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.